Event description:
Info reported to davol (B)(4) by implant facility risk mgr as obtained from implant surgeon: (B)(6) 2010, the pt underwent xenmatrix implant via open abdominal approach (intraperitoneal). The wound at the time of implant was classified as contaminated. An inadvertent enterotomy was made during the implant procedure. The pt had a history of enterocutaneous fistula. The size of the defect to be bridged was 15 x 8. The mesh was fixated with vicryl suture. The implant procedure was greater than 1.5 hours in duration. The porcine mesh was trimmed to size. An infection was diagnosed post implant. A wound vac was placed and the pt rec'd IV then po antibiotic therapy. The graft was not explanted.

Manufacturer narrative:
The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." According to the risk mgr, the pt was treated for an infection using a wound vac, IV and po antibiotic therapy. Additionally, the pt has a history of enterocutaneous fistula and an inadvertent enterotomy was made during the implant procedure. Currently, it is unk whether the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. Available info indicates no device will be returned and/ no add'l info will be provided. We, therefore, consider this report complete to the best of our current knowledge. This MDR includes all pt, event and device info davol has and will receive from the reporting facility. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and no further details or medical records will be provided. No conclusion can be drawn at this time.